Event description:
It was reported that the balloon was unable to deflate after inflation. There was no reported patient consequence due to the event.

Manufacturer narrative:
Expiration date: added. Device evaluated by mfg: updated to 'yes'. Manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device noted kinks along the proximal shaft at 18.5cm and 64.0cm. The balloon was examined and a hole was found on its proximal side. No additional anomalies were observed. During functional testing, the device was prepared as per device directions for use (dfu) and the balloon was inflated; however the balloon deflated due to the puncture in the balloon. The balloon continued to leak due to the hole, thus confirming the reported event. Additional information from the complaint indicated the device was prepared per dfu and was in good condition after preparation. Based on device analysis and available information, it is likely that the device was kinked during preparation due to improper handling of the device which led to the reported failure to deflate. Therefore, an assignable cause of "human factors (handling)" has been assigned to the reported difficulty to deflate and the observed kink. Since the puncture and leak were not originally reported in the complaint and it is unclear when and how these anomalies occurred, the exact cause for these observed issues cannot be determined.

Event description:
It was reported that the balloon was unable to deflate after inflation. There was no reported patient consequence due to the event.